Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: pancreatectomy event description: the clip applier doesn't work properly, not all the clips are released properly. They took a new one patient status: no problem for the patient intervention: they took a new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded properly into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: pancreatectomy. Event description: the clip applier doesn't work properly, not all the clips are released properly. They took a new one. Additional information received via e-mail from company rep. On (B)(6) 2024: the costumer knows very well how to use the device and used it properly as usual. No problems for the patient no other device involved. What he told me is that the device didn¿t release the clip in the right way as usual. After that they took a new one and worked correctly. Patient status: no problem for the patient. Intervention: they took a new one.